Manufacturer narrative:
The engineering investigation was limited by lack of returned product and lot number info; dental office did not have a product to return or a lot number for the product used since the procedure was done in (B)(6) 2013. The complaint history was searched from 2009 through 2014; no complaints have been reported to 3m espe for loss of taste associated with either relyx luting plus cement or filtek supreme ultra universal restorative. Both of these products have been evaluated for biocompatibility and found to be safe for their intended use. There were two suspect devices involved in this event. This MFR report describes the second suspect device. MFR report #30051742370-2015-00013 provides info on the first suspect device involved in this event.

Event description:
A pt began to taste metal and then eventually lost all sense of taste a couple days after a crown cementation procedure done on (B)(6) 2013. The cement used to seat the crown was 3m (tm) espe (tm) relyx (tm) luting plus cement. The crown used I the pt's mouth was porcelain fused to a high noble metal crown (not a 3m espe product). A 3m (tm) espe (tm) filtek (tm) supreme ultra universal restorative was also mentioned by the dental office as a potential contributor to the pt's symptoms; it is not clear how this product is connected with the seating of the crown. The dental office stated they think the symptoms are more associated with the crown then either of the 3m espe products; however, the pt is currently pursuing allergy testing. The 3m espe has made several attempts ot follow-up with the dental office for current pt status and results of any allergy testing performed the dental office has not heard back at this time from the pt or the dermatologist.